Event description:
Patient underwent generator replacement surgery. It was noted that the patient's battery was found to be completely depleted and it could not be interrogated and the patient could no longer feel stimulation. The explanted generator was returned but product analysis has not been completed to date.

Event description:
Information obtained indicating that the patient was referred for a prophylactic battery replacement. No known surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
Premature end of life due to a malfunction of the microcontroller (a1) causing persistent high current consumption that is still present when tested in analysis.

Event description:
Product analysis was completed on the returned generator. The battery was depleted as received due to a high current drain on the module. The micro processor was removed from the pc board and tested on the test board which yielded the same high current, which isolated the high current to the processor. The failure to communicate was due to a depleted battery condition which was isolated to a high current drain in the micro-processor. No further relevant information has been received to date.

Event description:
It was reported that the patient presented with low battery after having a full battery at their last clinic visit. Internal data from the patient's generator for 09/26/2019 to 08/19/2020 was received and reviewed. The data confirmed that the battery is depleting faster than expected. A review of device history records for the generator shows that no unresolved non-conformance's were found. The device met all specifications for release prior to distribution. No other relevant information has been received to date.